Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change out procedure. Upon interrogation, it was noted that the stored electrograms displayed atrial lead noise. No intervention was performed. The patient was in stable condition.